Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum during a gastrojejunostomy procedure performed on (B)(6) 2024. During the procedure, the axios cautery did not work. A photo of the complaint device was provided, and the stent was partially deployed. The procedure was completed using another axios stent. There were no patient complications as a result of this event. Note: it was reported that the axios stent was intended to be placed for gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to jejunum. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.